Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited a capture anomaly. The device was reprogrammed. There were no adverse consequences to the patient.